Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the laser fiber broke neat the hub on the probe. The issue was found during a ureteroscopy procedure. There were no reports of patient harm.

Event description:
It was reported that the laser fiber broke neat the hub on the probe. The issue was found during a ureteroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.